Event description:
It was reported that a high out of range pace impedance measurement was observed on the right ventricular (rv) epicardial lead, from another manufacturer. The impedance measurement was greater than 3000 ohms. Additional information indicated that the impedance measurements were jumping from normal range to out of range. Technical services also noted that there was an atrial and ventricular sensed beat that were blanked, resulting in an unnecessary paced beat. Minute ventilation oversensing was also later observed. The physician plans to schedule an implantable cardioverter defibrillator (ICD) change out, this summer, as the ICD header is thought to be the issue. The patient does not need pacing and no adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that a high out of range pace impedance measurement was observed on the right ventricular (rv) epicardial lead, from another manufacturer. The impedance measurement was greater than 3000 ohms. Additional information indicated that the impedance measurements were jumping from normal range to out of range. Technical services also noted that there was an atrial and ventricular sensed beat that were blanked, resulting in an unnecessary paced beat. Minute ventilation oversensing was also later observed. The physician plans to schedule an implantable cardioverter defibrillator (ICD) change out, this summer, as the ICD header is thought to be the issue. The patient does not need pacing and no adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.